Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of separation at drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881 lot number 21069688 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21069688 regarding item #10014881.

Event description:
It was reported that the bd sec 20dp w/ss dc low sorb experienced component separation, and leakage. The following information was provided by the initial reporter: nurse went to hang the chemotherapy and immediately after hanging on pole, the tubing disconnected right below the chamber and about 20-30ml of chemotherapy spilled out.

Event description:
It was reported that the bd sec 20dp w/ss dc low sorb experienced component separation, and leakage. The following information was provided by the initial reporter: nurse went to hang the chemotherapy and immediately after hanging on pole, the tubing disconnected right below the chamber and about 20-30ml of chemotherapy spilled out.

Manufacturer narrative:
Initial reporter facility name: kaiser permanente - (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.